Event description:
The patient was reported to have been admitted for observation due to seizures. The patient was diagnosed with another seizure type. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient was reported to be experiencing blue lips, anemia and hyponatremia along with the recent increase in seizures and also has & centralized &seizures and petit mal seizures interspersed between the grand mal seizures. Patient battery was found to be at 11-25%. Patient is having grand mal seizures six times a week instead of the previous 1-2 grand mal seizures every other week. Patient was hospitalized due to the seizures. It was noted that the increased seizures were noted to be due to hyponatremic and anemia. Patient was reported to be having dizziness, headaches/nausea. Patient feels on the verge of seizure and kept swiping her magnet. Patient woke up to vomiting and was taken to the hospital. It was noted as if the patient was having a stroke. Patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
The explanted generator was reported to have been discarded. No additional relevant information has been received to date.

Event description:
It was reported by a local representative that the patient was experiencing increased seizures and needed an emergency replacement. Patient was currently not being seen by a neurologist. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known surgery has occurred to date. No additional relevant information has been received.